Event description:
Received a report that the clear plastic portion of the slider gds that comes connected to the graft came disconnected from the metal connector. This happened while tunneling the graft in a straight configuration av access in a dialysis pt. After the metal tip came disconnected from the clear plastic, the doctor was still able to pull the clear plastic and graft together into proper position. The pt was not harmed.

Manufacturer narrative:
The gds components, which were reported as the cause of the tunneling failure, were not returned to atrium for eval; therefore, the proper functioning of the gds and sheath components cannot be verified. One possible situation for the sheath to become detached, as reported, is the use of a 1:1 sized bullet tip, which would cause extremely tight site to tunnel the graft through. A tight tunneling site as such would create friction and could cause the detachment of the gds mechanisms during tunneling. The lot history of the graft was reviewed and the product was found to have met all specifications. Hosp reported two events. Other event is 1219977-2014-00156.